Event description:
It was reported by svc report that there was no power to the bed. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord strain relief came loose and power cord became disconnected.